Manufacturer narrative:
The transmitter associated with the complaint was returned for investigation. Investigation of the device was unable to replicate the alleged issue, and no non-conformances were found. Thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 30.6°c internal thermal temperature while charging: 36.1°c outside thermal temperature while operating: 28.9°c internal thermal temperature while operating: 30.6°c the outside thermal temperature while charging was 30.6°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. The stimulator is used to treat pain. Investigation of the device was unable to replicate the alleged issue and no non-conformances were found (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in no problem found. No problem found rates remain acceptably low; thus, CAPA is not required. No problem found rates will continue to be tracked and trended. Refer to issue-2024-0038 for additional investigation and risk assessment for late vigilance reporting.

Event description:
The patient reported their transmitter assembly was overheating and caused a burning sensation to the skin. However, the patient did not experience any damage to the skin or require medical intervention. On (B)(6) 2024, the commercial team member provided additional information and clarification. It was reported that the patient felt minor discomfort with no irritation or burning sensation. At the time of the incident, greece was experiencing extreme weather conditions with temperatures over 42°c. While walking, the patient was sweaty while wearing the transmitter and felt a discomfort at the spot of the transmitter. After this, the patient reported the transmitter stopped working. The patient was provided a replacement transmitter, they are perfectly fine, and happy with their treatment.

Manufacturer narrative:
The device was not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. The root cause of the event could not be determined and the alleged issue could not be confirmed. This complaint will be closed with no further action. Complaints are tracked and trended as part of management review. The stimulator is used to treat pain. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unable to determine root cause. Unable to determine root cause rates remain acceptably low; thus, CAPA is not required. Unable to determine root cause rates will continue to be tracked and trended.

Event description:
The patient reported their transmitter assembly was overheating and caused a burning sensation to the skin. However, the patient did not experience any damage to the skin or require medical intervention. On september 9, 2024, the commercial team member provided additional information and clarification. It was reported that the patient felt minor discomfort with no irritation or burning sensation. At the time of the incident, greece was experiencing extreme weather conditions with temperatures over 42°c. While walking, the patient was sweaty while wearing the transmitter and felt a discomfort at the spot of the transmitter. After this, the patient reported the transmitter stopped working. The patient was provided a replacement transmitter, they are perfectly fine, and happy with their treatment.